Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated, and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.

Event description:
The user facility reported a 79-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. At the end of the case, the blue purge disc holder broke off the automated impella controller (aic) while removing the purge cassette. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.